Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had high pacing thresholds. Chest x-ray was performed and verified that the lv lead was wrapped up in the pocket and was dislodged as the patient manifested twiddler¿s syndrome. The lv lead was repositioned. The lv lead remains in service. No additional adverse patient effects were reported.